Event description:
Manufacturer's representative found intermittent switches on the pace panel during routine testing after addressing a reported printer problem. No reported patient involvement. Device repaired and operation confirmed.